Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein, the ipg and one lead were explanted but part of the one lead was left in place as physician could not get the other lead due to excessive scar tissue. The explanted devices will not be returned.